Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped working. Additionally, it was reported that the touch screen was unresponsive and no longer functional. Tandem technical support confirmed that the pump was not in storage mode. Customer's blood glucose was 338 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.